Event description:
It was reported that the patient passed away one day after the implant of their implantable pulse generator (ipg) after being discharged from the hospital. Device checks during the implant and post operative were appropriate. After being discharged from the hospital, the patient passed out in the car on the way home. The driver pulled over at an urgent care facility and the patient passed away there. Attempts to obtain further information were unsuccessful.

Manufacturer narrative:
Corrected information: sex, date of birth.